Event description:
Reporter alleged that a neonate received the result of 48 mg/dl on the inform system compared back to back within 10 minutes of a result of 27 mg/dl obtained on a lab system. Reporter also alleged that a few hours later, the neonate received the result of 62 mg/dl on the same inform system compared back to back within 10 minutes of a result of 44 mg/dl on the lab system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported that the surgeon inserted an aq2010v three piece silicone lens and the lens tore upon insertion. The lens was removed and another same model was implanted without any pt injury.